Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the device is not working right now and they found out last night. Patient's daughter stated they spoke with the manufacturer representative and have an appointment with the healthcare provider. Patient's daughter stated the device is disconnected and there is an error message. After the appointment, the patient's daughter reported that the leads were replaced. The caller said that somehow urine had gotten into the lead wire and caused corrosion. Patient's daughter stated patient is doing much better now and slept most of the night. Patient's daughter currently has the stimulation setting on 1.2 volts. No further patient complications are anticipated or expected as a result of this event.